Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d)recorded markers of atrial sense, followed by ventricular pace, followed by ventricular noise. A sensing issue was suspected.